Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed. Exactly which firing the clips were malformed is unknown. The surgeon used 13 of the 15 clips. The procedure was completed with the device and without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 1 clip with gap was fed; the remaining clip was fed, and formed conforming. No conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).